Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a guide wire fracture occurred. The physician was attempting to gain access with this guide wire to an av graft that had thrombosed. The physician experienced some resistance during insertion, and continued to feel resistance during advancement to the target lesion. As a result, the physician had to withdraw and reinsert the device several times in an attempt to reach the lesion. During one of the withdrawals, the guide wire became almost completely sheared off resulting in the guide wire coiling on itself and becoming snagged inside the access needle. The guide wire remained connected as a unit by approximately 10% of the sheared section staying connected. The access needle with wire was removed as a unit. No pieces of the wire dislodged inside the patient. The wire was removed from the access needle outside the patient and the same access needle was reused with another of the same guide wire to complete the procedure successfully. There were no reported patient complications. The patient status is listed as "ok".